Event description:
This is report 1 of 2 for the same event. It was reported that during testing prior to surgery, it was discovered that the attachment device "overheated". A spare attachment device was available for use. The spare device also overheated during testing prior to surgery. The reporter stated that there was a "minimal delay of approximately five minutes" to the scheduled surgical procedure to obtain a second spare attachment device from another tray. The reporter stated that the patient was still in the room during the event. The reporter stated that no additional anesthesia was required. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.